Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. Programming changes were made to disable therapies. Patient condition was stable and would continue to follow-up.